Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/14/2015 with the following findings: the product performs within specification, unable to duplicate ¿air bubble/leak¿ complaint. No defect was found. The last basal delivery was on (B)(6) 2015 at 06:46am, the pump was manually suspended for 3hrs&30min on (B)(6) 2015, 4 hrs unacknowledged ¿cs150¿ auto-off alarm is observed on (B)(6) 2015. Tdd add up and equal the programmed basal rate target. ¿ez-prime¿ steps were performed correctly. -no air bubbles or any delivery interruption occurred during the investigation; the pump reflected 24u after a 24hr on 1u/hr basal program duration test.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose (bg) of 21 mmol/l with large ketones and vomiting associated with air bubbles in the cartridge. It was reported that the patient¿s bg started to rise on (B)(6) 2015 was treated with 50 units of insulin to try and bring their bg down. Reportedly, the patient was treated with 25 units of insulin on (B)(6) 2015 and discontinued the pump and returned to injections when admitted to the hospital. It was reported that the patient was hospitalized and treated by their healthcare provider with unspecified treatment. Reportedly, there were no alarms observed in the alarm history and the site had been changed the morning of (B)(6) 2015. This complaint is being reported because the patient allegedly experienced hyperglycemia due to air bubbles in the cartridge.